Event description:
It was reported that the surgeon implanted a scorpio nrg tibial insert with a scorpio ps femoral implant. The item was visually and verbally verified by both the scrub nurse and surgeon and it wasn't until later today, after the surgery was complete and the pt had returned to the ward, that the mistake was identified. As a result the surgeon decided to return the pt to theatre to remove the nrg insert and replace it with the correct scorpio insert.

Manufacturer narrative:
The investigation is in process. No add'l info is available at this time. It is not expected that the investigation will reveal any add'l reportable info.